Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02370. It was reported the patient felt ineffective stimulation from her scs system. She reported she planned to consult with her surgeon regarding the next course of action. It was reported the patient's system was turned off. No further information is available at this time.